Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A diabetes clinical manager called in to report for the customer of a hospitalization due to low blood glucose levels. The customer's wife called emergency medical services and they took the customer to the hospital where he was admitted. The customer's blood glucose level was 50 mg/dl at the time of incident, but was 187 mg/dl at the time of call. The customer did not report any symptoms. It was unknown if the customer was wearing the device at the time of admission. The cause of the event was hypoglycemia. The customer was treated with an IV. The manager performed a self-test and it passed. Nothing was replaced or returned.